Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the cgm device was indicating a hypoglycemic reading. The patient was travelling and no fingerstick was taken at that moment. The patient ingested a large amount of glucose. No specific symptoms were reported, but the patient was brought to the hospital by their son ¿after the symptoms appeared¿. When a fingerstick was taken the cgm reading was 59 mg/dl and 67 mg/dl, and the blood glucose reading was 603 mg/dl. The patient was treated at the hospital but declined to provide further details. The patient was discharged after spending several days at the hospital but declined to further clarify this. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.